Manufacturer narrative:
Concomitant product(s): product ID: 3093-28, lot# v278189, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient via the manufacturers' representative reported that the device had not been beneficial at all except for maybe she got up less at night. The patient had had 3 surgeries and she did not want anything more with the device. She had no hard feelings only that the device did not work and never worked for her. The patient was indicated for urinary dysfunction/ sacral nerve stimulation. No further information was provided. If additional information is received, a follow up report will be sent.